Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) lead revision procedure wherein the lead was repositioned. The anchors were unlocked, and the leads were pulled down. Nothing was explanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7083965 UDI: (B)(4).